Event description:
Info received indicates the bed has lost all up articulation functions.

Manufacturer narrative:
Hill-rom has attempted to obtain info related to the repair of the bed. The facility has not made repairs.